Event description:
The pt is reportedly experiencing episodes of intermittencies and overly loud sensations. External equipment has been exchanged and programming adjustments were made, but this did not resolve the problem. Testing showed that the device was functioning. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device.